Event description:
Patient underwent prophylactic generator replacement due to ifi (intensified follow-up indicator)=no. The explanted generator was received by product analysis. Product analysis was completed. Product analysis noted that the generator was at ifi=no, lead and current delivered were ok. The generator was examined due to possible contaminates on the trimmed edge. Product analysis noted that this suggests that probably electrical paths were established between the copper edges on the trimmed edge. This resulted in increased current consumption for both standby and pulsing modes of generator operation. Review of design history records revealed that the generator passed all specifications prior to distribution and that the device was laser routed. No other relevant information has been received to date.